Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a visit with pneumonia, lead dislodgment was observed on the ra lead which was confirmed via a chest x-ray. Patient was scheduled for an atrial lead repositioning which was completed on (B)(6) 2019. Patient was stable.